Event description:
Both manifolds failed to hold a vacuum, indicating a fracture within the manifold. There was no harm to any patient as the failure was discovered before the devices were used on a patient.